Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for a weld being broken on the bolt. MDR is being submitted as a result of a retrospective complaint review.

Event description:
There is a broken weld where the bolts go through the rail.